Event description:
During pt use, the silence/reset led blinked on and off and alarm did not function correctly. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this event.

Manufacturer narrative:
Though requested, add'l pt info was not provided.